Event description:
This ra lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2018 due to infection and sepsis. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).